Event description:
It was reported that 3 days after a drug eluting stenting treatment procedure, a stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 28 mm taxus express2 drug eluting stent was placed in the rca. Integrilin was given during the procedure. During the procedure an aneurysm was seen in the rca, it was reported by the facility that this was not related to the taxus stent and no treatment was attempted for the aneurysm. The procedure was successfully completed and the pt was placed on plavix and aspirin and discharged. It is believed that the pt was compliant with their plavix and aspirin prescriptions. Three days after the procedure the pt presented to the hospital with complaints of chest pain and was brought back to the cath lab. A thrombus was seen in the rca stent and was treated with balloon angioplasty. Integrilin and heparin were given during the procedure. There were no further complications reported. The pt's status is reported as "stable". In the opinion of the physician there is an unk relationship between the thrombosis and the stent.